Event description:
The following info was reported: during deployment, physician advanced shuttle handle, but did not see advancer tube after pullback of sheath. Converted to manual compression for 30 minutes.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was located 16mm from the balloon proximal bond and soaked in blood. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for the reported event could have been from an incomplete engagement of the advancer tube.